Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500 mcg/day concentration at 80 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that symptom returned. Increases in dosage did not provide desired results. Patient was unaware of anything that could have dislodged catheter from intrathecal space. Visual exploration of catheter with fluorescence found catheter wounded up at spine with tip visible out of the space. Catheter and pump were surgically removed and replaced. At the time of this report, the issue had been resolved and patient status was alive- no injury. No further complications were reported.